Manufacturer narrative:
It was reported the patient's device was explanted on (B)(6) 2019 due to infection and extrusion of the receiver-stimulator. This report is filed on july 08, 2019.

Manufacturer narrative:
This report is filed on august 15, 2019.

Manufacturer narrative:
This report is submitted on june 11, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient experienced poor performance with device use and electrode extrusion. There are plans to explant and reimplant the device; however, this has not occurred as of the date of this report.